Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/09/2019. The customer's biomed has checked significant event log with no reported errors. The biomed has connected patient circuit and test lung and has simulated patient disconnect. The v60 alarms as expected. The customer's biomed confirmed the device is operating as expected and has returned the unit to service.

Event description:
The customer reports that a patient pulled the v60 mask off and the v60 did not alarm. The device was in clinical use at the time the reported issue was discovered. There was no harm to the patient.